Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 600 mg/dl. The customer administered a correction injection and the bg level had decreased to 470 mg/dl. As the customer changed the cartridge and infusion tubing prior to contacting tandem technical support, troubleshooting to determine a potential cause of the occlusion was not performed.

Manufacturer narrative:
Additional information received indicated that the customer has a lot of scar tissue in the middle of the abdomen where the customer prefers to wear the infusion set. The customer's health care provider has recommended that the abdomen area be avoided. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.